Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) system with a right ventricular (rv) lead exhibited noise oversensing on the ventricular channel, resulting in pacing inhibition greater than two seconds during a stored ventricular episode. The patient was reported to be pacing dependent. Technical services (ts) reviewed the shock impedance history and indicated that there were no signs of a gradual rise suggestive of a progressive lead integrity issue; however, some gaps in the data were noted. Ts reviewed the stored episode and indicated that the noisy signals appeared more consistent with diaphragmatic activity rather than a lead integrity issue. Review of rate counters showed numerous sensed events at rates greater than 250 beats per minute (bpm) despite a limited number of stored ventricular episodes, suggesting that oversensing may be occurring more than the total number of stored episodes indicates. The field representative reported that programming optimization was performed and that similar noise could be reproduced during deep breathing. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with a right ventricular (rv) lead exhibited noise oversensing on the ventricular channel, resulting in pacing inhibition greater than two seconds during a stored ventricular episode. The patient was reported to be pacing dependent. Technical services (ts) reviewed the shock impedance history and indicated that there were no signs of a gradual rise suggestive of a progressive lead integrity issue; however, some gaps in the data were noted. Ts reviewed the stored episode and indicated that the noisy signals appeared more consistent with diaphragmatic activity rather than a lead integrity issue. Review of rate counters showed numerous sensed events at rates greater than 250 beats per minute (bpm) despite a limited number of stored ventricular episodes, suggesting that oversensing may be occurring more than the total number of stored episodes indicates. The field representative reported that programming optimization was performed and that similar noise could be reproduced during deep breathing. No additional adverse patient effects were reported. This crt-d remains in service. Additional information confirmed that the identified root cause was diaphragmatic oversensing, and the issue was attributed to the lead only. Programming optimization was performed as an initial corrective action, with the option of is-1 lead addition if the patient elects to proceed. The current plan is to continue monitoring the patient.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.